Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was stuck in the rewind complete/bolus delivery loop. Customer stated that it took multiple times to deliver a bolus while in the rewind/fill tubing process. Customer was assisted with clearing out the battery out limit alarm and setting the time and date. Pump did exit the rewind complete/bolus delivery loop and customer completed the fill tubing process successfully. Customer does not want to replace the pump at this time. Customer also received a weak battery alarm. Customer was able to clear the alarm. No further assistance needed.